Event description:
It was reported that the wire broke at the point to the ball, compression wire was used in standard fashion as per surgical technique guide to compress fusion site. The locking screws had been inserted either side of the fusion site. Locking screws had been inserted either side of the fusion site to maintain compression achieved by wires and forceps. On removal of 25mm compression wire from site proximal to joint being fused with standard wire driver the wire broke at the point where it attaches to the ball-on the non-threaded side of the wire. Eventually this wire was removed but caused delays to the surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)